Manufacturer narrative:
The customer reported that the stimulator had failed during a procedure. The customer swapped the stimulator out with a different stimulator from another machine and that system worked. At the end of the case, the customer tried another protocol with the stimulator used during the procedure that failed and again it did not work. No patient harm was reported. The customer is returning the stimulator js-201b to nihon kohden and received a replacement. The mee system measures and displays electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). The device that this report is for is the js-201b serial number (B)(6). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6, b6 - b7. Attempt # 1: 01/31/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 02/06/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 02/14/2024 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the mee-2000a: model #:js-201b, serial #: (B)(6), device manufacturer data: 01/24/2022, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the stimulator had failed during a procedure. The customer swapped the stimulator out with a different stimulator from another machine and that system worked. At the end of the case, the customer tried another protocol with the stimulator used during the procedure that failed and again it did not work. No patient harm was reported. The customer is returning the stimulator js-201b to nihon kohden and received a replacement. The mee system measures and displays electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg).

Manufacturer narrative:
The customer reported that the stimulator had failed during a procedure. The customer swapped the stimulator out with a different stimulator from another machine and that system worked. At the end of the case, the customer tried another protocol with the stimulator used during the procedure that failed and again it did not work. No patient harm was reported. The customer is returning the stimulator js-201b to nihon kohden and received a replacement. The mee system measures and displays electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). The device that this report is for is the concomitant medical device js-201b serial number (B)(6). Root cause investigation: nk received the complaint device on 03/01/2024. The device was evaluated on 03/05/2024 and the complaint was duplicated when using the stim pod cable that arrived with the js-201b unit. The cable connection became loose when the cable was moved, and the stim would fail the mee-2000 check utility program. The js-201b was tested with a good stim pod cable and the js-201b was found to function properly and be in good condition. The stim pod cable was found to be defective due to wear at the plug-in end and was transferred to scrap. Based on the device evaluation, the cause of the issue was physical damage to the stim pod cable. Physical damage can occur through user mishandling such as applying excessive force when inserting or removing the cable, inserting/removing the cable at an angle, or pulling the cable out without pressing the lock release tabs. The mee-2000 operator's manual includes instructions for properly connecting and removing the stim pod cable. Review of the customer's complaint history shows that similar complaints did not result in patient harm. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the mee-2000a: model #:js-201b serial #: (B)(6) device manufacturer data: 01/24/2022 unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that the stimulator had failed during a procedure. The customer swapped the stimulator out with a different stimulator from another machine and that system worked. At the end of the case, the customer tried another protocol with the stimulator used during the procedure that failed and again it did not work. No patient harm was reported. The customer is returning the stimulator js-201b to nihon kohden and received a replacement. The mee system measures and displays electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg).